Event description:
It was reported a patient underwent an unknown surgery on (B)(6) 2024 and suture was used. During the suturing process, the suture needle became detached from the thread, which interrupted the continuity of the stitching. This required replacement of the new suture to continue the procedure. No contact information is available.

Manufacturer narrative:
Product complaint#: (B)(4). Additional information: h6 component code: g07002 - device not returned. Additional information provided: remedial actions taken by healthcare facility, patient, or user subsequent to the incident: vicryl rapide 3-0, brand: ethicon w9927, lot: av6810, exp date: 05.2029, put away from the surgical trolley. Informed the dental sister and completed the radar system. Additional information has been requested however not received. Attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent. Were there any patient consequences? What is the account/facility in which the issue occured? Please provide the source or name and title of the external person providing answers to follow-up (external person submitting answers to sales rep). Please perform and document the follow-up attempt for product return. No contact information was provided as the reported event was received from health authority outside the USA. A manufacturing record evaluation was performed for the finished device lot number, and no related non-conformance's were identified. No product is available for return. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.